Event description:
A customer contacted beckman coulter, inc. (Bec) to report dropping and spilling a patient sample tube inside of the instrument. The customer stated that the spill was contained inside of the instrument and they were able to retrieve the sample tube and clean the spill per the laboratory's biohazardous spill procedures. No effect to patient or user was reported in connection with this event.

Manufacturer narrative:
Service was not dispatched because issue was resolved by customer technical service through routine troubleshooting. (B)(4).